Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the charger is not working anymore and she is not able to charge the ins for about 3 months ago. Patient services specialist (ps) asked patient clarifying question about the message they get on the recharger screen and external devices and patient its all working and she knows how to use the devices. Ps reviewed ins in possible overdischarge state and recommend patient consult with hcp ofc for next steps. Patient stated she spoke with hcp ofc and they told her to call mdt to set up the apt. Ps reviewed reps role and recommend patient consult with hcp ofc with nas number and patient got upset. Patient stated she is not stupid and wants someone to call her to set up the apt. Ps sent email to local reps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information received. Patient reported battery needed to be replaced. Replaced battery to recharger. Patient reported surgery on (B)(6) 2023.